Event description:
The hcp reported taht the patient was experiencing progressive weakness and was unable to walk with a wheeled walker. The patient was hospitalized in 2004 and "pump was initially stopped and the patient developed servere spasticity. Lioresal was then titrated to 110 micrograms per day from initial 1650/day. The patient then regained most of their lower extremity strength. Patient was able to ambulate with wheeled walker. Patient was then admitted to rehan hospital 7 days later for physical therapy and occupational therapy. Patient continued baclofen for spasticity via pump. Patient request, secondary to weakness, company decrease rate to 95 micrograms/day." During the period of titration, it was noted that the patinet had "improvement in cognitive function, speech fluency and lower extremity strength". The baclofen infusion rate remains at 95 micrograms per day. The patient has recovered without sequela.